Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2014.device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: review of the black box data revealed no activity outside normal use. The time and date was accurately set at the start of the investigation. During investigation, a rewind, load and prime sequence was successfully performed without alarm. The pump was opened for investigation and did not reveal any evidence of moisture ingress inside the pump. Investigation was not able to confirm or duplicate the original complaint. Unrelated to the original complaint, the display screen was found to be dim and discolored and the battery compartment was noted to be cracked.